Manufacturer narrative:
The device was received not deployed. The data extracted from the device shows that an 0x41 alarm was generated during the run and first prime ending prematurely at 36 pulses. A rotational sensor abnormality was observed in the download data. Rerun of the device did not return the alarm, however, the rotational sensor abnormality was replicated. Inspection of the drive mechanism found contamination on the commutator cap. The contamination on the commutator cap contributed to the rotational sensor malfunction, resulting in first prime ending prematurely and the hazard alarm, preventing the device from properly deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was worn for less than an hour and no adverse patient impact was reported.